Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal hydromorphone (concentration and dose unknown) via an implanted pump for non-malignant pain. It was reported the patient was currently hospitalized due to pneumonia and ¿they turned the pump off.¿ the patient would like to know if they could ¿turn it at least halfway up or something.¿ the event date was (B)(6) 2018. It was noted the patient¿s doctor had passed away; however, the situation was currently being addressed by the healthcare provider (hcp). The patient was given the phone number to provide to the hcp at the hospital, so a local rep could be paged. Additional information was received on (B)(6) 2017 and indicated the patient needed her pump turned back on. She had been in the hospital for two weeks because she was incoherent and had pneumonia. The doctors wanted the pump turned off because they felt the patient was getting too much medication for her system. The event date was two weeks ago, (B)(6) 2018 (specific date not reported). It was noted the patient did not have a hcp. Additional information was received from a company representative (rep) indicated they had been out to see the patient in the hospital, but they had not been given orders from a doctor to turn the pump back on. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a device manufacturer representative indicated that the pump was acting fine. It was reported that the hospitalist wanted to rule out the pump for the reason the patient was acting lethargic. It was noted that the patients pneumonia had nothing to do with the device. Nothing was ever reported about the patient getting too much medication. It was reported that the pump was turned down and eventually turned off. No further information was reported.